Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic appendectomy, the bag of the device ripped, another bag was used to resolve the issue. No patient harm.